Event description:
It was reported that caller experienced intermittent air bubbles or gaps in system located in the canister. There was no reported adverse impact to the customer. Customer addressed the issue by "repositioning mobi".